Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise and oversensing on the right ventricular (rv) lead while the patient was lifting weights. The patient was brought to the clinic and tested isometrics and the decision was made to revise the rv lead. No revision scheduled yet but the therapy was programmed off. Subsequently, a revision procedure was performed, and the ICD and the rv were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment was returned. Coils and insulation cuts were noted with tool. The set screw marks were in correct location on the terminal pin. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise and oversensing on the right ventricular (rv) lead while the patient was lifting weights. The patient was brought to the clinic and tested isometrics and the decision was made to revise the rv lead. No revision scheduled yet but the therapy was programmed off. Subsequently, a revision procedure was performed, and the ICD and the rv were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise and oversensing on the right ventricular (rv) lead while the patient was lifting weights. The patient was brought to the clinic and tested isometrics and the decision was made to revise the rv lead. No revision scheduled yet but the therapy was programmed off. At this time, the product remains in service and no additional adverse patient effects were reported.